Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331, 4109 and 4111. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of pain was not confirmed. Visual inspection of the as returned product identified minor markings along with some dried bone due to placement and handling but no evidence of any damage. Functional testing to recreate the reported event could not be performed due to the nature of the event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that he attempted to place the tsvwb10 implant and said the patient felt discomfort and felt like it may have been placed too close to the nerve so he removed it. Patient sent home to allow the site to heal for future placement. Tooth site # 28.